Manufacturer narrative:
11/20/1998- supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, the sleeve splintered and disengaged into pt's cavity. The surgeon enlarged the incision in the pt and removed the splinters to complete the procedure.